Event description:
The physician noted that he attempted to use four different neurons but found them kinked and unusable. This MDR is associated with MDR 3005168196-2010-00299, MDR 3005168196-2010-00624, and MDR 3005168196-2010-00626.

Manufacturer narrative:
Technical evaluation: the unit has a kink 4.5cm long flat distal section and a kink 12cm from the tip. These units may have been damaged during removal from the packaging when the packaging tabs holding the device are not lifted and the device is removed in one motion where the device is stuck in the tabs and flattens. Some of the damage may have been inflicted during the packaging process. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.